Manufacturer narrative:
No low battery alerts noted during testing. Unit passed displacement test, active current measurement and selftest. Unit received with high sleep current measurement due to moisture damage on electronic board stack. Unit received with pillowing keypad overlay and scratched case. Corroded force sensor assembly and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery last only 4 days and it did not accept the batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.